Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device stopped working while removing a sheet of skin from the patient's thigh during surgery. An additional graft was needed. There was no delay reported. No additional patient consequences were reported. Due diligence is complete and no additional information is available.

Manufacturer narrative:
Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.